Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2015 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert), lot number c06521 (expiration date dec-2016), insertion on (B)(6)-2015. Reporter states that, on (B)(6)-2015, an essure device broke off after deployment. An attempt to remove the device was unsuccessful. In addition it was informed that an x-ray was done and a piece of the coil remained in the patient. Device is available for return. Ptc investigation result received on 24-mar-2015. Ptc global number (B)(4). Final assessment. Failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility micro-insert breaking during the procedure is an anticipated event. Medical assessment this product technical complaint was initiated due to a reported product quality issue. Additionally reported were usability issues (due to associate product quality issue). No medical events were reported at this time therefore a batch investigation with respect to similar ae cases is not applicable. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect and noted that the possibility of micro-insert breaking during the procedure is an anticipated event. As no medical events were reported, an assessment of a relationship is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and it was reported that essure device broke off after deployment. This event is non-serious and was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure placement procedure. It was reported that an attempt to remove the device was unsuccessful (device removal failed). Based on this information, a causal relationship between device breakage and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect and noted that the possibility of micro-insert breaking during the procedure is an anticipated event. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 24-jun-2015 no new clinical information was received. Follow-up from 07-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and it was reported that essure device broke off after deployment. This event is non-serious and was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device breakage occurred during essure placement procedure. It was reported that an attempt to remove the device was unsuccessful (device removal failed). Based on this information, a causal relationship between device breakage and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect and noted that the possibility of micro-insert breaking during the procedure is an anticipated event. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs